Manufacturer narrative:
On aug 28, 2019, the suspect medical device changed from ln 07k78-30 lot 94431ui00 manufactured in ireland, to the architect i2000sr analyzer ln 03m74-02, sn (B)(6)manufactured in the dallas, texas, USA. Manufacturer report number 1628664-2019-00605 has been submitted and all follow up information will be provided in that report.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result on the architect i2000sr analyzer. The following data was provided for a (B)(6)-year old female: initial 335.65, repeats <1.2 miu/ml (in duplicate). There was no impact to patient management reported.